Event description:
The pt had her neurostimulator and lead explanted due to infection. It was noted that the device was working "beautifully" up until removal. Further information was requested from the healthcare professional.